Event description:
It was reported that the patient went back to the hospital as one of the leads came loose. Furthermore, it was confirmed through x-ray and fluoroscopy that the dislodged lead was the right atrial (ra) lead and was then repositioned. The lead remains in service. No additional adverse patient effects were reported.